Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient stated they had not felt stimulation in a few months. It was reported that no known factors lead to the report issue, just normal use. The rep ran an impedance check and found that 10 electrodes were above 10,000 ohms. The rep programmed the patient¿s electrodes that were within normal limits and the patient felt stimulation where they needed it. The issue was resolved at the time of the report. No surgical intervention occurred or was needed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via a manufacturer representative on 2019-nov-14 reporting that the device was discarded by the customer. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type; lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that a full system replacement occurred on (B)(6) 2019. It was reported that the lead was found to be fractured and had migrated at some point during normal use. No further complications were reported/anticipated.